Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 24-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, dermoid cyst of ovary and umbilical hernia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), headache ("headaches"), nervous system disorder ("neurological condition /problems"), vaginal haemorrhage ("vaginal bleeding"), migraine ("migraine") and ovarian mass ("mass of right ovary"). The patient was treated with surgery (diagnostic laparoscopy bilateral salpingectomy, essure removal, salpingo oophorectomy (bilateral)). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, heavy menstrual bleeding, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, intermenstrual bleeding, iron deficiency anaemia, psychological trauma, urinary tract infection, headache, nervous system disorder, vaginal haemorrhage, migraine and ovarian mass outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency anaemia, migraine, nervous system disorder, ovarian mass, pelvic pain, psychological trauma, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of essure confirmation test - (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2012: essure confirmation test (unspecified) conducted showed bilateral occlusion (discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, dermoid cyst of ovary and umbilical hernia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), headache ("headaches"), nervous system disorder ("neurological condition /problems"), vaginal haemorrhage ("vaginal bleeding"), migraine ("migraine") and ovarian mass ("mass of right ovary"). The patient was treated with surgery (diagnostic laparoscopy bilateral salpingectomy, essure removal, salpingo oophorectomy (bilateral)). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, heavy menstrual bleeding, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, intermenstrual bleeding, iron deficiency anaemia, psychological trauma, urinary tract infection, headache, nervous system disorder, vaginal haemorrhage, migraine and ovarian mass outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency anaemia, migraine, nervous system disorder, ovarian mass, pelvic pain, psychological trauma, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of essure confirmation test (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2012: essure confirmation test (unspecified) conducted showed bilateral occlusion (discrepancy noted). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, medical history, removal details added. Removal surgery added for event pelvic pain. Case upgraded to serious incident. Event mass of right ovary added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.